Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial tka, patient had a revision for an unknown reason.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately eight years post initial tka, patient had a revision for an unknown reason. No additional information received after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.